Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power and unexpected restart error test. No battery out limit alarm, no unexpected restart alarm, no blank display and no constant tone during testing. No moisture damage found inside the insulin pump. The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump was received with scratched lcd window, case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. The customer's mother reported that they received a battery out limit alarm. The customer's mother reported that the insulin pump went blank. The customer's blood glucose was 79 mg/dl at the time of incident. The customer's mother stated that a constant tone was occurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.